Event description:
The coaxial automatic biopsy system device did not extract the tissue sample cleanly. The procedure was repeated using an another device. This is the third time this has happened within a week.======================manufacturer response for coaxial programmable automatic biopsy system, achieve (per site reporter)======================the manufacturer instructed the hospital to remove all the devices of this lot number from the inventory and to return them to them.